Event description:
It was reported to philips that the device's ECG lead track is failed. The customer was provided remote support from an authorized remote service engineer (rse). The rse was unable to replicate the reported failure through remote service. Upon conclusion of the evaluation, it was determined that the customer's problem was the device's paddles & paddle tray needed to be cleaned. The device remains at the customer site and no further evaluation is warranted at this time.